Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose of 600 mg/dl at the time of incident and current was 233 mg/dl. The customer did not provide the information related to the treatment and symptoms. It was unknown whether customer was using the automode or not. The device will not be returned for the analysis.